Event description:
Caller reported an inform blood glucose result of 517 mg/dl and lab result of 153 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.